Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was received partially applied with eight remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. Visual and functional testing of the returned product confirmed the product met quality release specifications. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as not confirmed. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). User facility listed in initial reporter. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during the procedure, the clips from the device didn't stick around after being fixed. This resulted in ineffective hemostasis. Another device had to be used. Surgery time had to be extended for thirty minutes.

Manufacturer narrative:
(B)(4).